Event description:
A customer reported a cartridge alarm 20 issue, which did not lead to an adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, allowing insulin therapy to resume successfully. Despite resolving the immediate issue, technical support decided to replace the pump due to consecutive cartridge alarms. The customer was advised on returning the faulty pump and setting up the replacement, including programming pump settings and connecting the cgm.